Event description:
There is a strange impedance trend. There is a lead warning aner every fup. The lead is a 4459 from guidant. The patient has syncope. These out of range impedances seem to be the result of a (early sign) lead issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).